Event description:
Reference number (B)(4). Event occurred in the saudi arabia. It was reported that the patient faced a leakage event with an infusion set on first day of insertion on arm. Leakage was found to be on the tubing. Patient's blood glucose at time of event was 400 mg/dl. Patient treated the high blood glucose using the insulin pens. No further information available.